Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
At customer site there was a report of a speaker malfunction from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.